Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was unable to be confirmed and duplicated. There is delamination which is known to occur from fluid ingress causing the touch screen to become unresponsive. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's touch screen was unresponsive during patient use and it was delaminated. The customer reported that patient was shift to alternative ventilation and no harm or injury reported to the patient.